Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter and could not be subsequently re-docked either. The whole system was counter rotated to un-fixate and then retrieved. A new device was successfully implanted. The patient was stable.

Manufacturer narrative:
Field complaint of connection issue was not confirmed. Visual inspection of the device found the helix was within normal specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.